Manufacturer narrative:
(B)(4). Three attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(6). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon experienced some small bleeding from the staple lines. Blunt force was used to control the bleeding. The bleeding stopped. As a result of the difficulties encountered with this device, the procedure was prolonged ten minutes. The patient was admitted to another hosptial with bleeding 4 days after surgery. The bleeding was controlled using pressure and the patient is doing ok and was discharged. The customer disposed of the device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on tissue and would not release. The device chewed through the cystic duct and then when removing the device cystic duct tore. After removing the device the surgeon noticed that the clips were scissored. It is unknown how the tear was repaired or the case was completed. There was no patient consequence. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.